Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed low shock impedance measurements less than 20 ohms on a competitor's right ventricular (rv) lead. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicated that isometrics and pocket manipulation were performed and they were unable to recreate the issue. The physician indicated that he will continue to monitor the patient as there was only one out of range measurement.